Event description:
It was reported that when the infusion cassette was used that the device alarmed "no disposable attached". Patient experienced a delay in therapy of pain medication. The infusion was able to be continued and resolved the delay in therapy.

Manufacturer narrative:
Device evaluation: sample received consists of one cassette product. Device was used in condition. Functional testing of the device was unable to confirm or replicate the reported event. Sample received didn't present any damaged, kink, cut or condition that could cause failure mode. The sample received was connected to a cadd legacy plus pump and to balance mettler toledo to look for unusual function. Results: the sample could be connected without problem. Sample was fully priming and connected without difficulty, the pump was running and no alarms were activated. The complaint was unable to be confirmed or replicated. Root cause was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.